Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the leg bag was defective. It was noted that the patient had been using this product less than 90 days. Per follow up received on (B)(6) 2022, it was stated that the leg bag would not drain from upper chamber and the patient had two leg bags blow out because the urine would not drain. The patient experienced a urinary tract infection after the second blow out. The doctor prescribed patient an antibiotics for the urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the leg bag was defective. It was noted that the patient had been using this product less than 90 days. Per follow up received on (B)(6) 2022, it was stated that the leg bag would not drain from upper chamber and the patient had two leg bags blow out because the urine would not drain. The patient experienced a urinary tract infection after the second blow out. The doctor prescribed patient an antibiotics for the urinary tract infection.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "obstruction in tube". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." The device was not returned.

Event description:
It was reported that the leg bag was defective. It was noted that the patient had been using this product less than 90 days. Per follow up received on 27jan2022, it was stated that the leg bag would not drain from upper chamber and the patient had two leg bags blow out because the urine would not drain. The patient experienced a urinary tract infection after the second blow out. The doctor prescribed patient an antibiotics for the urinary tract infection.